Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240/2367 alarms that appeared on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) was connected and the cat bit holes in the patient line. The technical service representative (tsr) recycled the power, cleared and explained the alarms. The hp would discard the supplies and finish with manuals. The hp would call the nurse regarding the patient being connected when air detect alarm occurred after the cat bit through the hp's line. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer.